Event description:
A us distributor contacted zoll to report that monitor sn (B)(4) was resetting.

Manufacturer narrative:
Evaluation: device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets) has been confirmed. Upon investigation the monitor would not power on past the first splash screen. The cause of the inability to power on was likely a flash memory failure (components u102 and u105) on the c/a board sn (B)(4). The flash memory likely had an intermittent connection, which was discovered through the use of a flash memory test. The monitor was producting segmentation faults during testing. The intermittent connection was likely induced by excessive mechanical stress has not been positively identified. A root cause investigation for the fracture is currently underway. No adverse resulted from the defective monitor.